Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mild soreness and pain, urinary incontinence, dyspareunia, dysuria, weak urine stream, incomplete bladder emptying, periurethral scarring and mesh erosion. A sling revision, cystoscopy and urethrolysis were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.